Event description:
No additional information.

Manufacturer narrative:
No 20019e7ds sample was available for investigation; however the customer reported that the affected sample was from lot ta240342 and they "opened the product and saw a black particle in the connection." As part of the investigation, the customer provided photographs of the affected sample; analysis confirmed that black foreign matter could be observed on the collar of the male luer. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be determined in this instance as the affected sample was not available for further analysis; however a review of the production records as well as testing of retained samples from lot ta240342 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the supplier of the male luer component as well as the quality team at the manufacturing site have been notified of this feedback in order to be aware of the feedback during future production of this component. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 20019e7ds product over the past 12 months.

Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set had foreign matter. The following information was provided by the initial reporter: (the mother of the patient) "it was on the splitter, black dirt, I don't know what it is exactly, and I saw it after I connected the tpn (preparation bag) to the child. But while I was seeing it, I stopped and changed to a new splitter, hoping that nothing unusual would get into the blood, I hope."